Manufacturer narrative:
Exemption number: 2012017. Total number of events summarized: 2645. Conclusion codes reported: conclusion not yet available, cause traced to user, no problem detected, appropriate term/code not available. Exceptions for non-evaluated devices are differentiated by results code, which designates that no findings are available as devices were not returned for investigation, which represents devices with pending evaluations. For q1, no reported complaints have necessitated remedial action as complaints are monitored to ensure market performance, consistent with historical and expected performance. Additionally, of complaints evaluated, no product issues have been identified. Devices pending analysis from previous reports were returned and evaluated. 6 devices were previously classified as non-reportable: the devices are included in this report based on additional information received. Complaint (B)(4) was reported on the previous report and is now reclassified to non-reportable. 412 devices that were previously reported received updates and are classified with the respective results and conclusion codes. The total number of events being summarized reflects these updates. Conclusion code reflects devices that have not been returned for analysis.

Event description:
This report summarizes <noe> 2645 </noe> injury complaints associated with class ii, endosseous dental implants (dze) for reporting quarter 1; january 1, 2019 through march 31, 2019. It contains information on early implant failures and late or long-term implant failures. Early failures include cases of failure to osseointegrate or positioning problems, i.e. Lack of primary stability. Osseointegration occurs when bone cells attach themselves directly to the titanium surface, essentially locking the implant into the bone. In cases of lack of osseointegration, this has not been achieved. Positioning is considered the key factor in clinical success of an implant in the short term. With positioning failure, primary mechanical stability cannot be achieved. Late or long-term failure include cases of loss of integration. In loss of integration, an implant has initially osseointegrated into the bone, however, over time bone loss may have occurred around the implant site, requiring the removal of the implant. This asr report will provide a summary of complaints deemed as serious injuries due to necessitating medical or surgical intervention. Device problem codes reported: failure to osseointegrate, positioning problem, loss of osseointegration, osseointegration problem. Patient problem codes reported: implant, failure of, wound dehiscence, abscess, purulent discharge, edema, fistula, hemorrhage, hyperplasia, hypersensitivity, infection, inflammation, nerve damage, pain, no consequences or impact to patient, discomfort, healing, impaired, reaction, teeth, sensitivity of, osteopenia, no information, swelling, increased sensitivity, osteolysis.